Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken video cable caused the image not to be displayed. For the damage observed in the fiber bonding in the outer tube area (distal end), the most probable cause is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic, which is an olympus asset with no reported complaint. However, during the evaluation, the service technician identified that the video cable was broken, resulting in no image display. Additionally, damage to the fiber bonding in the outer tube area (distal end) was observed. There was no patient involvement.